Manufacturer narrative:
Zimmer biomet complaint (B)(4). Pt info: not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant at tooth site # 12 was being placed and the abutment broke inside the implant. The implant was removed. Pain is reported as a consequence of the event.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number . D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The product was returned, the reported event was confirmed following evaluation. Based on the evaluation, device malfunction did occur. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when they left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The event had previously incorrectly been reported as a malfunction. The event is now being reported correctly as a serious injury. The following sections are being reported: b1: report type was corrected. B2: outcomes attributed to adverse event (check all that apply) was corrected. H1:type of reportable event was corrected. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.